Event description:
It was observed that during device evaluation exhibited the cable damaged on the other side and crack on the cable with internal parts exposed and the coupler unit is not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: coupler unit is not secured and a crack on the cable with internal parts exposed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. Because coupler unit is not secured, the scope cannot be attached smoothly. A device history record review revealed no findings that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): "¿ never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 - investigation findings and h6 - investigation conclusions. Corrected fields: h6 - investigation findings (remove c0201 electrical/electronic component problem identified, add c06061 degradation problem identified); h6 - investigation conclusions (remove d1101 failure to follow instructions, add d15 - cause not established). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.